Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent lead replacement procedure due to lead migration. The patient had a non-device related fall and the leads migrated out of the epidural space which was confirmed by x-ray. The patient was reportedly doing well after the procedure.